Event description:
The customer reported on (B)(6) 2013 her blood glucose measured 104 mg/dl at 9:51 am, 425 mg/dl at 1:33 pm and 397 mg/dl at 2:04 pm with no boluses reported. At 2:36 pm her bg measured 409 mg/dl pm so she gave a correctional bolus of 7.20 units of insulin. At 2:50 pm her bg rose to 428 mg/dl at which time she gave a manual injection of 5.0 unit of insulin and the pod was then deactivated.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 8-10 units of insulin in size, was fond in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was mostly likely introduced during the fill process. Use error is therefore determine to be the root cause of high blood glucose.